Event description:
Related manufacturer reference number: 2017865-2022-12901. It was reported that during routine generator exchange that device interrogation revealed caused by externalized conductors damage visually found on the right ventricular (rv). On further interrogation it showed high capture thresholds on the left ventricle (lv) lead. The physician elected to explant and replace the rv and lv lead. The patient was in stable condition before, during, and afterwards.